Manufacturer narrative:
H3. Analysis of the communicator found that the charging port was loose. No further processing of the device was possible. Continuation of d10: product ID tm90t0; serial# (B)(6); implanted: (B)(6) 2024; product type: accessory section d. Information references the main component of the system. Other relevant device(s) are: product ID: tm90t0; serial/lot #: (B)(6), ubd: 18-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a clinical study regarding an external device to an implantable pump infusing an unknown drug. It was reported that the patient had been having difficulty charging the communicator because the communicator port is loose/bent/wiggly and the patient was not able to charge the communicator. They tried different cords which did not resolve the issue. Agent sent request to repair to replace the communicator.